Event description:
The customer contact reported a separation; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. At an unspecified time, the male adapter of an unspecified syringe was connected to the clave secondary port of the tubing set for an IV push delivery of an unspecified concentration of navelbine. It was reported that after the delivery of the chemotherapeutic agent was complete. The nurse disconnected the syringe from the clave secondary port of the tubing set. At this time, the clave secondary port separated from the female adapter of the primary tubing set. An unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were reported. Though requested, no add'l info was provided, including if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.